Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was unstable thresholds and oversensing of atrial tachycardia (at)/atrial fibrillation (af). It was noted there was a connection issue between the lead and the device. The lead was revised. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable and atrial pacing capture threshold was intermittent. Atrial capture management trend data shows the atrial threshold has been varying throughout the record. Weekly pacing impedance trend data shows atrial lead impedance has been varying throughout the record with some spikes to greater than 2000 ohms.